Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025 the total number of events for product classification code otn is 159. Qty 44- align r retropubic urethral support system qty 8- align rs retropubic/suprapubic urethral support system qty 3- alig rs retropubic/suprapubic urethral support system, w/o dilator qty 24- align s suprapubic urethral support system qty 36- align to trans-obturator urethral support system- halo qty 28- align to trans-obturator urethral support system- hook qty 7- align to trans-obturator urethral support system- hook & halo qty 9- align urethral support system h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
(B)(6) 2017 asr.

Manufacturer narrative:
Exemption e2013025 original reporting time frame january 1, 2017 through february 28, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.